Manufacturer narrative:
Product complaint # ==>(B)(4). . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * can you identify the lot number of the product used? * did the suture break or unravel during use on the patient (intra-op) or after use on the patient (post op)? * what is the procedure name? * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep that, when they extended the knee the suture broke and unraveled and the surgeon was able to pull it right out. There were no patient adverse event. Product is not for return.. No adverse patient consequences were reported. Additional information was requested.